Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to the device being too long. The physician switched to a 1.0 cm rear tip extender instead. A patient outcome was not reported.